Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden rise to high pacing thresholds. The lv lead configuration was changed to lv tip to lv ring and the output was changed. The lv lead remains in use. The patient is a participant in the post approval network (pan) product surveillance registry (psr). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.